Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in a moderately tortuous coronary vessel. An apex push monorail 8x1.50mm balloon was advanced to the target vessel. During inflation the balloon ruptured at 8 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.